Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08515. The patient's brother reported the patient experienced uncomfortable pocket heating while charging each time the patient charged her system. Due to the discomfort, the patient stopped using her system approximately three years ago and subsequently had the system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.